Event description:
Related manufacturer reference number: 2017865-2022-00261. It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture due to dislodgement and twiddlers on the left ventricular (lv) lead. This was addressed by a procedure on (B)(6) 2021, where the lv lead was explanted and replaced. During the procedure, insulation damage and lack of slack was also noted on the right atrial (ra) lead. The ra lead was explanted and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. The reported event of loss of capture was not confirmed as received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.